Event description:
It was reported that the patient underwent a posterolateral lumbar spinal fusion procedure at l4-5, l5-s1 using rhbmp-2/acs. Post-operatively, the patient developed significant pain in the area of the fusion surgery and extremities. It was also reported that the patient had significant damage to the spine. The patient never recovered from the surgery and continues to experience daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, the patient presented with following pre-op diagnoses: spondylolisthesis l4-5. Spinal stenosis l4-5. Degenerative disk disease l4-5 foraminal stenosis l5-s1. Severe degenerative disk disease l5-s1. The patient underwent following procedure: transfacet decompression l4-s1. Posterolateral arthrodesis l4-s1. Posterior lumbar interbody arthrodesis, l4-s1. Posterior segmental spinal instrumentation with xia spine system. Application of prosthetic device l4-s1. Harvesting of local autologous bone graft. Interpretation of intraoperative fluoroscopy. As per op -notes: ¿.. A medium bmp was brought up on the back table. Then space was packed with 2 bmp rolled...placement of the bmp , then autologous laminectomy bone, and then a 9 mm spacer..¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.